Event description:
A pasv PICC was being placed for therapeutic purposes. As the catheter was attempting to be advanced, there was difficulty threading it into the pt's arm. Before the PICC line was actually placed, a crack was noticed four to five centimeters down from the hub (distal to the suture wing). Another PICC line was placed instead.